Event description:
The physician attempted to implant a 2.50 mm diameter x 18 mm length driver sprint rx into the rca. The device was inspected prior to use with no issues noted. The lesion was pre-dilated and on the second attempt to cross the lesion, it was noticed the stent was damaged. The lesion was severely calcified with moderate tortuosity. The patient is reported to be fine and no additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4) other (stent deformed). Evaluation, results: severe calcification, moderate tortuosity. Conclusion: severe calcification, moderate tortuosity. Eval summary: the device and cd were returned for review. The stent was positioned on the balloon as per specs. The first distal stent segment was raised and deformed. The distal tip was damaged. Blood residue was evident between the balloon folds. A clear liquid was present in the inflation lumen. No further damage was noted. Review of the cd identified the location of lesion as the rca. There was severely calcified plaque along the vessel. The cd shows numerous pre-dilations been completed.